Manufacturer narrative:
No additional information was provided for this event. No root cause was determined for the leaking with the information supplied.

Event description:
A customer reported to beckman coulter inc. (Bci) that they received one dxi wash buffer ii cubetainer that had dried crystallization from leaking wash buffer. No injury has been reported in connection with this event.